Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, patient¿s past medical history : colon cancer. Status of the patient: recovering well.

Event description:
According to the reporter, during an open right hemicolectomy procedure, the device partially fired and did not fire. The reporter is not sure which stapler or reload had issues. The surgeon placed the device across the tissue, closed, and started to fire. The stapler knife assembly moved forward about 15mm and stopped. No amount of force could push it forward. Surgeon retracted and removed the stapler. Used a new reload and applied the stapler where the first staple line ended. With this reload the stapler firing knobs would not move forward at all. A surgical intervention was needed - resected more colon tissue than originally planned. Would not have been able to complete the anastomosis without removing additional colon tissue. There was tissue loss.